Event description:
It was reported by the user that the intra-aortic balloon (iab) was inserted in the usual fashion and the pump was started. However, under fluoroscopy, the balloon was found not inflating. The staff also noticed that the pump sounded "unusual" and noticed no augmentation as well. As a result, the balloon was removed and replaced without difficulty.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.